Manufacturer narrative:
The customer's report was observed and attributed to a faulty ECG bottom shield on the analog board. All the shields were replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.